Manufacturer narrative:
(B)(4). The stent remains implanted and the delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5 x 16 mm graftmaster stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right posterior descending artery. A 7french non-abbott guide catheter extension was used and dilatation was performed using an unspecified 2.5mm dilatation catheter balloon. A balloon rupture occurred after inflation and a perforation was seen. Some visualization issues were noted, due to the retention of contrast. The 2.8 x 16 mm graftmaster stent delivery system was advanced through the guide catheter extension to the perforation. The delivery system balloon was inflated to 12 atmospheres and the stent was deployed. The perforation was not sealed and the bleeding continued. It was thought that the graftmaster stent delivery system balloon may not have been inflated appropriately, that the stent size may not have been the correct size for the perforation, and that the stent may have been placed in the wrong position, due to the visualization issues; therefore, the 3.5 x 16 mm graftmaster stent was used. The 3.5 x 16 mm graftmaster stent delivery system was advanced and positioned in front of the 2.8 x 16 mm graftmaster stent. The stent was deployed. Imaging was noted to be difficult and it was unable to confirm that the stent delivery system balloon was fully deflated. During removal of the stent delivery system, resistance was met with the guide catheter. The graftmaster stent delivery system met resistance with the graftmaster stent and pulled the stent to the right coronary artery (rca). Additional dilatation was performed to fully appose the stent to the vessel wall. The procedure ended with the graftmaster stent remaining at the rca. The bleeding at the perforation stopped. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 12 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal pressure is 15 atmospheres (atm). It is possible that the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties: however, failure to seal the perforation may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. Factors that may contribute to difficult positioning/difficult to deploy/poor visibility issues include, but are not limited to, excessive recoil, partial graft apposition, incorrect contrast mix and incorrect device preparation. In this case, it is possible that the product size selection was incorrect in addition to the device not being properly implanted at the ruptured site, which contributed to the reported leak. It is also possible that partial graft apposition contributed to the reported difficulty positioning; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.